Event description:
Pacemaker lead concern: patient came for routine pacemaker evaluation (B)(6) 2016; presented in chronic a-fib, but rates in the 50's; programmed at 60. Asymptomatic interrogation revealed lead impedance of greater than 3000 ohms bipolar (ela pass lead). Sensing decreased from 12.5mv a year ago to 2.6mv. No capture noted when reprogrammed bipolar. Reprogrammed to unipolar pacing (impedance = 383 ohms and capture threshold = 1v at 0.5ms unipolar). Ventricular sensing reprogrammed to 1mv. Only paces 4 percent. Device checked by bea daguison, sorin representative. Patient denied any traumatic event such as fall, or accident. Patient to be re-evaluated in one month.